Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields:d1, d2, d3, d4,g1and g4.

Manufacturer narrative:
D4: UDI added. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 149329 with abbott diagnostics scarborough's limit of detection (lod) positive quality control and negative control swabs. All test results were valid and performed as expected. Additionally, the manufacturing and quality control release testing was reviewed for kit part number 195-160/195-261 / lot 149329c and device part number 195-430h / lot 141522a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 149329 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 149329 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binaxnow covid-19 ag self test performed on (B)(6) 2021. Repeat testing was performed. Customer tested negative on (B)(6) 2021 and tested positive twice on (B)(6) 2021. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.